Event description:
It was reported that the patient was admitted with elevated hemolysis labs and elevated ventricular assist device (vad) powers. An intra-pump thrombus was suspected. The patient was treated with a heparin drip. Two days after admission, the controller exhibited a controller fault alarm attributed to a low internal battery. The alarm was permanently silenced as the patient was still in the hospital and waiting on a transplant. The controller and vad remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2018 / serial or lot#: (B)(4) UDI #: (B)(4) device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 31-aug-2017 (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6), h3: yes h6:FDA method code(s): b15, b17 h6:FDA result code(s): c02, c19 h6:FDA conclusion code(s): d15, d1105 h6: patient img code(s): g04035 product event summary: the ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. Review of the controller log files revealed a gradual increase in power consumption and estimated flows between 01/aug/2022 and 17/aug/2022, leading to parameters above the normal operating range; however, no high watt alarms were logged within the analyzed period. A return to baseline parameters was logged on 17/aug/2022. Log file analysis revealed a controller fault alarm logged on 19/aug/2022 at 22:52:09, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. As a result, the reported controller fault alarm event was confirmed. Information received from the site indicated that patient was admitted with elevated hemolysis labs and elevated ventricular assist device (vad) powers. An intra-pump thrombus was suspected. The patient was treated with a heparin drip, which corresponds with the return to baseline parameters observed in the log files. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Per the instructions for use, device thrombus and hemolysis are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus and hemolysis events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative co urse. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.